Manufacturer narrative:
Based on the complaint event description the communication error appeared following the action of the surgeon to stop the robot arm movement. This was verified by performing a review of the data log files of the subject surgery. This review indicated that device operated within specification and the communication error occurred to prevent any issue, this is an expected and normal behavior of the device.

Manufacturer narrative:
Follow-up 1 to correct dates from 'date if event' and date received by manufacturer': both were changed from 12-dec-2016 to 09-dec-2016.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the surgery, when the surgeon released the vigilance device in order to resume a robot arm movement, a communication error appeared. The user had to restart the device to pursue surgery.